Event description:
It was reported to boston scientific corporation that a gold probe device was used during a hemostasis procedure performed in 2008 (female patient; age and weight are unknown). According to the complainant, the gold probe device would not get hot; switching to a different generator did not solve the problem. The first generator they tried was an erbe; the second was a valley lab. The gold probe wouldn't get hot with either one. A second goldprobe worked fine. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The unit received for analysis consists of a gold probe device. The visual examination of the returned device revealed the distal end slightly curved. No other anomalies were detected. The electrical functions of the device were tested according to the current quality procedures and the unit passed the electrical load test as well as the isolation of electrodes with readings of 0.811 amps and 0.0 amps respectively (load test spec. 0.80 amps to 0.84 amps). The complaint could not be confirmed and/or duplicated as the incident device passed the isolation of electrodes as well as the continuity test. The cause of the reported issue was unable to be determined. The device history record was reviewed and found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release.

Manufacturer narrative:
(B)(4).